Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the hole on the pebax area. Initially it was reported when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient's body for sheath replacement, it was confirmed that blood was accumulating inside the tip of the thermocool® smart touch® sf bi-directional navigation catheter. Timing was two and a half hours after catheter use. The problem was resolved by replacing the catheter. Physician noticed the char when the catheter was removed from the patient's body for sheath replacement. There were no temperature, impedance, or irrigation related problems. Each ablation time did not exceed 60 seconds. Each ablation time did not exceed 120 seconds. Overall ablation time was 1 hour for this procedure. The average contact force (cf) value did not exceed 25g. The average cf value did not exceed 40g. The irrigation settings were as subscribed. Pre rf time was set at 2 seconds and post rf time was set at 5 seconds. Char was adherent to the inside of the tip of the catheter. The power setting was 25-35w. Description of the health problem was char. Physician's judgment on the health hazard was non-serious (moderate/minor). Cf monitoring methods were dashboard, vector and visitag. Visitag coloring settings was tag index. It was unknown the causal relationship with the product. There were no abnormalities observed prior to use of the product or observed during use of the product. Returned for analysis. Additional information was received on 17-may-2023. Update to the event was that there was no thrombus/char observed on the catheter. There was just blood that came into the pebax. Confirmed that there was no patient consequence. Additional information was received on 12-jun-2023. No picture available as the label was already discarded. Additional information was received on 04-jul-2023. The vizigo s curve was used. No difficulty experienced while inserting or withdrawal of the catheter. No physical damage was observed to the pebax. The blood that came into the pebax issue was assessed as non MDR reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity reported. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a hole with reddish material observed in the pebax area. The hole on the pebax area was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 12-jul-2023. The device evaluation was completed on 08-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed a hole with reddish material was observed in the pebax area. No other damage was observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).